Event description:
It was reported that during the implant procedure, the delivery catheter was inserted into the coronary sinus and a balloon catheter was then placed. It was noted an angiography was then carried out, in which the blood vessel was not found as expected. The balloon was deflated and removed from the body. The physician then reviewed the angiography and a dissection was suspected. An attempt was made to reposition the catheter for approximately one hour, however, there was difficulty in cannulation. It was decided to abandon the implant of the cardiac resynchronization therapy (crt) device and a bi-ventricular system was implanted instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.